Manufacturer narrative:
Visual evaluation of the returned articular surface showed that the anterior surface had some deformation potentially from the inserter. A dent was found on the left condyle. Additionally, the dovetail feature was found compressed on one side. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The technical evaluation of the returned device showed that the dovetail feature was compressed, indicating that the articular surface was not properly aligned before attempting to seat it onto the tibial tray; therefore, the root cause is attributed to surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a knee arthroplasty, the articular surface did not "click" into place and the surgeon felt the locking mechanism was compromised. No adverse events have been reported as a result of the malfunction.